Event description:
The customer states that 9 units arrived with kinked tubing.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The sample was not received for evaluation, however a picture was provided showing the kink tubing; the failure mode reported was confirmed. A corrective action has been taken to address this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.